Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2023. The patient's stroke on 15sep was confirmed through a scan that showed brain bleeding and the patient was admitted to the intensive care unit and intubated. The stroke was related to acute hypertension episode that occurred 3 days prior. The patient did not recover from the hemorrhagic bleeding and had another hypertensive episode on (B)(6) 2023 with elevated mean arterial pressure. An external ventricular derivation was performed to reduce and drain the hemorrhagic stroke. Map was reduced with drug administration and flow and pulsatility index (pi) returned to normal. The death was not device related and the pump operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hemorrhagic stroke and hypertension could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms. According to the account, flow recovered following mean arterial pressure reduction. The submitted controller event log files contained events from (B)(6) 2023, per the timestamps. The controller periodic log files contained data from (B)(6) 2023, per the timestamps. Multiple, transient low flow hazard alarms were captured on (B)(6) 2023. It should be noted that elevated pi values were captured during these alarms. Following these alarms, the periodic log file captured estimated flow ranging from 3.0-4.6 lpm. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including stroke and hypertension. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Additionally, this section states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Furthermore, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in a coma with a hemorrhagic stroke and was intubated. The patient's blood pressure was noted to be high, as well as the pulsatility index (pi). The log files were sent for review and captured low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.